Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that a pt underwent an arthroscopic acl with the use of rigidfix cross pins for fixation on (B)(6) 2011. Approx 1 month later the pt presented for a scheduled follow-up examination: x-rays taken at this time noted that both pins were migrating medially. The surgeon had this experience in 2 cases on the same day with 2 different rigidfix guide frames: in this particular case, the pins in the x-ray do not appear to be parallel. Reportedly, the surgeon is well versed with the rigidfix system and has used it in knee repairs over 500 times and follows protocol. At this point in time, the surgeon is taking a wait an see approach in lieu of any surgical intervention. Also see associated MDR 1221934-2011-00145.